Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s touchscreen was cracked while otherwise functional, with the cause of the damage unknown, and the device was replaced. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included loss of watertight integrity and the need for device replacement, with guidance provided to consider backup therapy and to continue cgm use with the dexcom app or receiver. Investigation included review of the device history and user report, verification of shipping and return, and data synchronization guidance prior to shutdown and inspection of the returned device. Investigation of this device revealed physical damage to the touchscreen consistent with breakage of the display assembly while the pump electronics continued to operate. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an external force.